Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-8945-32pts, batch/serial (B)(6), was received for investigation. Functional testing could not be performed due to the damage to the device. Upon visual evaluation, the screw had broken off at the distal end. No fragments were returned for evaluation. The most likely cause can be attributed to misuse due to misaligned insertion or prying/leveraging the screw during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a latarjet surgery the screw broke inside the bone. All parts were retrieved. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.